Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump has cracked case at display window corners and display window.

Event description:
Customer called to report the insulin pump alarmed for button error during the bolus process. Blood glucose reading was 114 mg/dl. The insulin pump was exposed to sweat from exercising. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.